Event description:
The international distributor of cryocyte freezing containers reported one broken cryocyte bag detected at thawing. The type and location of the break are unknown. The patient did not receive the contents of the broken bag (47 ml peripheral blood stem cells) and suffered no adverse consequence of the break. The product is currently stored as back-up. The duration of storage was 6 weeks in liquid nitrogen. A controlled rate freezer was used. Cryopreservation and storage were performed in metal cassettes. No overwrap was used. The bag was not placed in the vapor phase prior to removal from the old storage tank. The bag was not transported subsequent to filling.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. It has been initiated to investigate customer reports of cryocyte bag breakages.